Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2016.

Event description:
It was reported that the patient was admitted to the hospital due to sepsis, pocket infection, and their implantable cardioverter defibrillator (ICD) eroding through their skin. The ICD, right ventricular (rv) lead, and right atrial (ra) lead were explanted. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.